Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial was lead was returned in two pieces measuring 11.7 cm from the connector pin and 49.0 cm from the distal tip. Final analysis found internal insulation abrasion on the rv lumen at 8.0 cm to 9.1 cm, and 10.0 cm to 11.8 cm from the distal tip. The etfe coating on one of the rv cables was found abraded exposing the metal cable filar at 10.0 cm from the distal tip. Internal abrasion was found breaching the re cable lumen at 10.0 cm to 11.2 cm, and 14.9 cm to 16.0 cm from the distal tip. The etfe coating was found undamaged on one of the cables. External abrasion was noted on the rv cable lumen and the empty lumen at 12.3 cm to 12.5 cm from the distal tip. External insulation abrasion breaching the rv cable lumen exposing the cable caused by friction to another device or feature of the heart was noted at 42.2 cm to 43.1 cm from the distal tip. The etfe coating was found undamaged. Other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.